Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this phenomenon was attributed to the external force being applied to the ultrasound transducer by the user handling. In addition, omsc confirmed that this phenomenon was not caused by product or manufacture, there were no safety problem, and there was no frequent occurrence. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that there was possibility the reported phenomenon was caused by physical stress such as dropping/knocking. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus service operation repair center (sorc), it was found that the ultrasound transducer of the subject device was damaged and the damage was reached the hard part under the pink coating. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.